Event description:
Philips received a complaint by the customer on the v60 indicating that the tidal volume was too low to detect patient data. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. It was reported that the tidal volume was too low to detect patient data. The flow sensor was discovered to be damaged which resulted in abnormal tidal volume readings after testing was performed. The flow sensor was replaced, and the device was confirmed to be functioning as expected. The customer replaced the flow sensor to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation is ongoing.

Manufacturer narrative:
E1: (B)(6).

Manufacturer narrative:
The customer replaced the flow sensor to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.